Event description:
It was reported that heat from the probe was leaking out of the bottom of the probe tip instead of the face of the tip. The event occurred during a knee scope procedure. Allegedly, this occurred with two different probes. The event was resolved by using a different kind of probe to finish the procedure. The procedure was completed successfully without any adverse consequences to the pt.

Manufacturer narrative:
Additional info will be provided once investigation is completed.